Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00402. The pt received an scs system on (B)(6) 2009, including an ipg and two percutaneous leads. It was reported that she feels heat at the ipg pocket. The reported discomfort is said to be present during and after recharging of the ipg. Diagnostic tests revealed impedance issues for the left lead. Reprogramming was performed and effective stimulation was captured for the pt using the right lead. X-rays and a CT scan of the pt's scs system were taken; however, no visible anomalies were detected. Follow-up on the pt found no further issues reported; however, this matter will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.